Manufacturer narrative:
Inratio precision data provided by end-user lot 070274/070001: first test inr = 6.3 second test inr = >7.5, mean = n/a, sd = na, %cv - na%. The %cv cannot be determined. Products will be tested when returned.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 6.3 second test inr = >7.5